Manufacturer narrative:
The broken claw was received and analyzed. It was found that no material failure had caused the event. The simultaneous breakage of all three parts of the claw indicate the application of a very high force external force (e.g. Due to an accident) on the claw prior to the reported event. The claw is designed for tenfold static overload. The reported event was caused by a higher external force. The evaluation of the quality database showed for the last 24 month a very low complaint rate of 8,3e-5/year for this kind of problem.

Event description:
It was reported that the claw of the oxylog 3000 broke during attachment and the device fell down. The user stated that this occurred spontaneously. No injury has been reported.